Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient who was implanted as hm2-hvad exchange on (B)(6) 2016. The patient had decent flows initially but starting around pod #2/3 flows began to drop. The flows were reported to now be in the low 2's with speed 2800. A CT scan showed a patent outflow graft. An echo showed good rv functions, with proper cannula position. The site suspected inflow cannula issue. The patient returned to or on (B)(6) 2016 for hvad to hvad exchange. The flows returned to normal after exchange. Exchanged pump did not reveal any obstructions, and pump thrombus was not suspected by the site. It was reported that the pump would be returned to manufacturer. It was stated that the patient remains hospitalized and doing well post pump exchange. No additional information available.

Manufacturer narrative:
Thrombus formation is a potentially life threatening event that has been associated with use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported decrease in estimated flow and low flow alarms. Analysis of the device revealed that the device met specifications; the device passed functional testing, dimensional verification, and visual examination. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause of the inadequate flow rate can be attributed to the site's suspected obstruction of the inflow cannula. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.